Event description:
A product liability claim was raised. It was reported that the pt was implanted a durom acetabular component on the left side on (B)(6) 2008. Currently, the pt died on (B)(6) 2014 due to cobalt poisoning.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. The cause for this specific event cannot be ascertained from the info provided. The common clinical presentation and the date of the original implantation suggests that this case might be related to the issues for which zimmer implemented a correction in (B)(4)2008. It was claimed that cobalt poisoning has contributed to the death, yet no laboratory report or any pt follow-up have been made available at this point of time. Should additional info become available, and/ or the devices be returned for eval and an investigation result is available, an amended medical device report will be submitted. (B)(4).